Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "co2 and potassium k+ error message displayed." No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.